Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, adding health professional. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material adhered to the forceps elevator occurred due to incompletion of reprocessing caused by malfunction of the forceps elevator. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the allegation was not confirmed. The device evaluation found scratches on the objective lens, camera cover, control unit, scope cover, grip, switch box, switch 1, universal cord, protector on the universal cord, scope connector, and scope connector cover, dents on the suction cylinder and light guide cover glass, damaged to the charged coupled device, the adhesive on the protective coating on the bending portion of the device was detached, the angulation knobs were out of specification, the image guide protector had a cut, and the forceps channel port was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported the evis exera ii duodenovideoscope had wrinkles on the insertion tube, and the forceps raiser was not moving correctly. The issue was found during an unidentified procedure. Inspection and testing of the returned device found foreign material on the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.